Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) due to recurring incontinence, likely due to a fluid leak in the device. The balloon was completely full; however, the pump was half empty and was unable to cycle. There was a sizable air bubble in the pump portion which was identified upon removal. A patient outcome of fully recovered was reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. The cuff passed the leak test. Microscopic examination noted some damage to the backing, consistent with explant damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon component was visually inspected, microscopically examined, and tested for leaks. During the visual test, it was noted that the shape of the balloon was slightly oval. The balloon passed the leak test. Under the microscope, no abnormality was observed. There is no specification information on the balloon therefore a functional test was not performed. Inspection of the remainder of the device, apart from the observed slightly oval shape of the balloon, revealed no other damage or irregularities. The pump component was visually inspected, microscopically examined, and tested for leaks. During the visual test, no abnormality was observed. The pump failed the leak test; the air flow would not pass from one krt (kink resistant tubing) to the other. Under the microscope, it was observed that there is slight wear on the krt and that there is body fluid within the pump. Due to this contaminant, a functional test on the pump was not performed. Inspection of the remainder of the device revealed no other damage or irregularities. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) due to recurring incontinence and fluid leak. The balloon was completely full, however, the pump was half empty and was unable to cycle. There was a sizable air bubble in the pump portion which was identified upon removal. A patient outcome of fully recovered was reported.

Manufacturer narrative:
The following fields have been updated: event description. Implant date .product details.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) due to recurring incontinence and fluid leak. The balloon was completely full, however, the pump was half empty and was unable to cycle. A patient outcome of fully recovered was reported.